Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 03/10/2016 for investigation. Investigation results as follows: the DHR review showed no related complaints to this event. No damages to the housing were observed during the visual inspection. The archive data was reviewed and found several user advisory (ua) 12 (lifeband not present) on 02/21/2016, confirming the reported event. During functional testing ua 12 was observed upon powering up the device, thus further confirming the reported event. During further investigation of the platform, the cable reset switch was damaged (cable was cut through). The cable reset switch was replaced which remedied the ua 12. Once the part was replaced the platform passed final test.

Event description:
It was reported that during a shift check the autopulse platform (s/n (B)(4)) displayed user advisory (ua) 12 (lifeband not present). The customer tried to reinstall the lifeband several times without any success. There was no patient involved with this event. No additional information was provided.